Manufacturer narrative:
H3:  one cadd solis vip pump was received with a damaged lens and the downstream occlusion sensor (dso) seal loose. The event log was reviewed and there was evidence of a "cassette not attached properly" alarm. Sensor and functional tests were performed. The reported issue was unable to be duplicated, but visual inspection found contamination on the dso sensor. The dso sensor will be replaced due to contamination.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has cassette not attached properly. No patient involvement.